Event description:
Patient triathlon ts was dislocated posterior. Ts insert was explanted and replaced with new 25mm ts insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a no 5. Triathlon ts plus tibial insert x3 poly 19mm was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specifications. Complaint history review indicated there have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
Patient triathlon ts was dislocated posterior. Ts insert was explanted and replaced with new 25mm ts insert.